Event description:
It was reported that the subject device had a completely dark image. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
Full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: no problem detected in addition, the following reportable malfunctions were identified during the device evaluation: insertion tube is dent. Universal cable is scratched. Image defect (noise). Brightness and luminance were insufficient. Internal component corroded. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.